Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having a lot of pain in their lower back and was getting worse each time. Patient stated they had a couple more injections and did some imaging but nothing changed their back in terms of imaging. Patient's healthcare provider advised the patient to rotate to some of the other channels to see if it had better reach and frequency for them. Patient then mentioned they would they use group c then noticed the stimulator inside them would go off from 5 secs to 3 minutes then comes back on. Patient denied any recent falls/trauma. During the call, patient was on group b, noted they use group c most of the time and patient switched to group b. Agent asked and patient confirmed they don't see the cycling programming style and they only see intensity and stimulation in program 1 of group c. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.